Event description:
Potential for injury associated with an xpo100b portable concentrator shutting down. It is unknown if the unit alarmed, as designed, prior to shutdown to alert the user to switch to an alternate source of oxygen and to seek repairs. This is not a life support/sustaining device.